Manufacturer narrative:
The drill attachment was returned to the manufacturer; however, the product evaluation has not begun. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that a bur broke off in the attachment. It is unk if there was any pt involvement or adverse consequences associated with this event. Additional information is not available at the account.